Event description:
Reporter indicated that the pt experienced nerve damage during the implant surgery. The reporter indicated that the pt's prior lead was defective and during removal of the lead, the vocal cord and a nerve were cut. It was reported that the pt now has horner's syndrome. No intervention is planned at this time and the device is turned on. The reporter also stated that the vns has only worked twice and magnet stimulation is not effective.